Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. Pump was received with out the original pump belt clip, however pump belt clip slot was broken. No ramping number on their own or scrolling bar moving anomaly noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 302 mg/dl. Troubleshooting was performed. The device was returned for analysis.